Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shutting off when his blood glucose level was not low. Customer's sensor glucose reading was 57 mg/dl but his blood glucose level was 247 mg/dl. The insulin pump's screen had scratches but he was able to read it. The self-test was completed. The displacement test passed. The device was not returned.